Manufacturer narrative:
A peg precipitation test was performed on the patient sample and the result was 294 uiu/ml. Per product labeling, "samples from patients treated with bovine, porcine or human insulin sometimes contain anti-insulin antibodies." Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys insulin results for 1 patient on a cobas e 801 module compared to a siemens analyzer. On (B)(6) 2024, a new sample was collected from the same patient and the insulin result was 936 uui/ml. The sample was repeated and the result was 904 uui/ml. On (B)(6) 2024, sample was repeated on a siemens analyzer and the result was 24.7 uui/ml.